Event description:
A (B)(6) y/o male pt contacted zoll customer support to report that there was a fault on his battery pack. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of a battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery would not power on a monitor. The cause of the inability to power a monitor is a low output voltage of 2v. The root cause of the low output voltage could not be positively identified, but is likely defective cells. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.